Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the device was discarded. Hence, field h6 for type of investigation has been updated to "device discarded" on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient's left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5090571 that a female patient underwent a breast surgery with unspecified mentor gel breast implants and experienced postoperative symptoms, including excruciating chest pain, nausea, light headaches, and frequent urination. No device issue, such as rupture, was reported. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This report is for the patient's left-sided device.